Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, high capture threshold was observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was stable and will continue to be monitored.